Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly on the insulin pump. Customer's mother stated that the up arrow button was sticking. Customer's mother stated that the issue had been ongoing for about a week now. Customer's most recent blood glucose was 233 mg/dl. Customer was advised that the pump will need to be replaced. Customer's mother agreed to return the pump. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.